Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that #57 titanium window trial, threads stripped upon removal from the right hip, torn out by cup inserter and became a major issue to remove. He had to use different instruments to complete the procedure.